Event description:
It was further reported that the 70% restenosed lesion was severely calcified and moderately tortuous.

Event description:
Reportable base on analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, the device did not cross the lesion. The target lesion was located in the severely calcified left anterior descending artery. The physician advanced the 20mm x 2.50mm ion mr sds to the lesion and the device failed to cross the lesion. However, device analysis revealed stent damage. The procedure was completed with another of the same device. There was no patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: there was blood and contrast in the guidewire lumen of the returned device. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. Multiple proximal rows of stent struts were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).